Event description:
Customer reported she was having issues with her transmitter not charging. She had received a replacement charger. Customer charged the transmitter for several hours, but the issue persists. Customer stated her blood glucose was 49 mg/dl last night, and today it is 249 mg/dl. She declined troubleshooting for high and low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).